Event description:
The patient may have rolled in their sleep. The tube totally came out of the flange and the patient. The attending physician re-inserted the same tube. No patient compromise reported.